Manufacturer narrative:
There is no additional information available for this event yet. Event date is unknown. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. The device manufactured date is not known at this time. The user¿s complaint was confirmed. The device was tested and inspected. Found no image with test 180 series scopes. The device has a faulty patient board set. In addition, worn out lock latch mechanism was observed on video connector. Device is equipped with old version software. Unit passed all other functional tests. All video output signals tested normal. In conclusion, the cause of the faulty patient board set could not be determined.

Event description:
As reported for this event, during an unknown therapeutic procedure the device video connector was having connection issues. The device yielded no image. There was no adverse impact to the patient reported.

Manufacturer narrative:
Relevant additional information has been received for this event. There is also additional information on the device. This information is being provided in this supplemental report. Please see the updates in sections: a3, b3, e2, e3, g4, g7, h2, h4, h6, and h10. The initial reporter is a licensed vocational nurse (lvn)/gi technician. The procedure for this event was esophagogastroduodenoscopy (egd). The procedure was completed with another device. The patient was wheeled into an alternate procedure room while sedated for the procedure to proceed. There was a 20 minute delay. There was no adverse impact to the patient. The patient was discharged the same day. The device had not been inspected as the request for the device was made unexpectedly and did not allow for equipment setup or inspection prior to procedure. The device history review confirmed that device conformed to specifications and that there were no abnormalities in manufacturing, nor any special adoption and variations. The issue likely developed in the device after its release. In conclusion, the root cause was not identified; however, it was identified that this was an issue of a faulty patient board and a video connector connection is degraded. The instructions for use manual describes ¿how to identify and handle abnormalities¿ when no endoscopic image is seen on the observation monitor: the endoscope, camera head, and video converter are not connected correctly. The scope cable exera ii is not properly connected. The monitor cable is not properly connected. The output setting of the observation monitor is not appropriate. The various setting screens are displayed. The brightness setting of the observation monitor is not appropriate. The synchronization signal setting of the observation monitor is not appropriate."